Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the set screw could not be broken off. The screw was not removed from the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.